Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Visual inspection showed the ptfe was bunched and twisted in several placed and pushing on the rs- coil abnormalities, possible due to twiddler's syndrome situation. Then testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations other than induced damage from normal use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.